Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, customer overfilled cartridges with insulin. Customer¿s blood glucose reached 400 mg/dl. Customer continued to use pump for insulin therapy.